Manufacturer narrative:
Product was returned on (B)(4) 2012. The infusion device was thoroughly evaluated and meets specifications. The device delivers the programmed amount of insulin correctly and functions as intended. The issue reported by the patient could not be duplicated.

Event description:
On (B)(6) 2012, it was reported that the patient was admitted to the hospital on (B)(6) 2012, with a blood glucose reading of 30.00 mmol/l (540 mg/dl) and ketoacidosis. The patient was placed in intensive care. The endocrinologist at the hospital advised the patient that it was a failure of the infusion device to deliver insulin that caused his symptoms. The patient experienced unconsciousness, vomiting, dehydration, and unresponsiveness. On (B)(6) 2012, the patient's ketones levels were 10. At the hospital, the patient received 4.0 units of a 70/30 mix of actrapid and protophan insulin every hour via cannula. Infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.